Manufacturer narrative:
This report is submitted on january 11, 2018. Registration number (B)(4). Exemption number (B)(4).

Event description:
It was reported that the patient experienced discomfort at the magnet site resulting in the decision to explant the magnet (date not reported). The internal fixture remains in situ.